Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient and manufacturing representative (rep) indicated that patient says that she continues to feel sensation, even though the stimulation has been turned off. The issue remains ongoing at this time.

Manufacturer narrative:
Correction to a1 and section e: the patient identifier and the initial reporter's name have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported no definite conclusion. Rep trying out different levels of current to possibly find out. Rep and doctor felt it was not coming from stimulator. Patient indicated they will see rep and doctor again. See general text for omitted information.

Event description:
Patient (pt) called back stating they had problems feeling the electrical current; pt said they no longer had problems with electrical current but still had problems with the stimulator. Pt had their controller misplaced and got a new one but was not sure where the problem was coming from. People told the pt the issue could be nerves, but the pt met with a rep who said there was no problem with the ins. Pt did not know the rep they worked with but they were notified 7 months ago. Pt was still feeling stimulation and was calling to see about a resolution. Pt redirected to hcp to address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. A nurse from the hospital called and reported that pt stated they are having difficulty turning their ins off and have been seen in the ER the last 2 days for increased pain. The nurse was unsure if pt had their pt controller, whether the stimulator was causing pain, or if the pt had a manufacturer representative (rep) and healthcare provider (hcp) they could follow up with. The caller was not with the patient so further information was not available. Technical services (tss) reviewed using the controller to turn stimulation off, and to have pt follow up with hcp familiar with the device. The number for patient services (ps) was also provided for pt to call for further troubleshooting and assistance. Additional information was received from the patient. They reported that they were having issues with their stimulation not turning off and the issue began probably just after they received their replacement controller. Patient stated their stimulation was constantly going and irritating them and the stimulation was at its lowest but it was giving them gas pain. Patient noted they had to go to the emergency room and they told the patient they would have to talk with the manufacturer. Patient noted there were different numbers correlating and they had a 4 5 and a 5 5. The patient was redirected to their healthcare provider to further address the issue. Patient services (ps) provided national answering service (nas) number and emailed physician listings to patient. Patient called back with same issue. Ps asked patient to connect with the implant, controller showed ins 60%, controller 100% charged. Ps assisted patient with turning therapy off. Patient mentioned they are having stimulation in the stomach for couple weeks. Patient services asked if patient had fall or trauma and patient said they fell in january and xray showed abdominal pain and dilated bowel up and that' s concerns patient because that's where the pain is. Ps recommend patient consult with healthcare provider (hcp) office for next steps. Ps reviewed manufacturer representative (rep) role. Patient called back and stated they called the clinic and the nurse told them the doctor wasn't required to page a representative. Ps reviewed with patient that they would send an email to the field representatives and that through patient services we didn't have a timeframe/no guarantees of when a representative would reach out to the patient. Patient noted their stimulation was currently vibrating and they were getting electrical currents. Ps had reviewed previously with patient on how to turn stimulation off/decrease stimulation. (B)(6) pt repeated information from case and noted they had an appointment with their hcp and requested a rep. Pss reviewed role of rep and provided the pt with the nas number for their hcp office and emailed the local reps for visibility.